Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that a patient with special needs had picked at the generator incision site causing it to open. The patient was prescribed antibiotics, and the generator was later explanted due to an infection. The device history record of the generator was reviewed, and it was sterilized prior to release. No further relevant information has been received to date.